Event description:
Philips received a complaint on the intellivue x3 indicating that there was a loudspeaker error. It is unknown if the speaker produced audible sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
The philips field service engineer (fse) went to the customer's site and tested the device. The fse found the speaker needed to be replaced. The speaker assembly was replaced and the device was operational after repairs were completed.